Event description:
Pt was reported to having had a seizure described as foaming and drooling at the mouth. The pt was admitted into the hosp and discharged the following day. Pediatric doctor suggested that the seizure was a rolandic type, and may have been set off by the lidocaine. Fill volume 400ml, flow rate 4ml/hr.

Manufacturer narrative:
The information contained herein is based on the information provided by the initial reporter. No sample was available for evaluation and investigation. Without the actual product or lot #, a complete analysis cannot be conducted. The lot and device history records cannot be reviewed without a lot #. Additional info has been requested from the initial reporter, but has not yet been received. This complaint is under investigation.